Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 472 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling fatigued, thirsty, hungry and had dry mouth from their high blood glucose. Troubleshooting found the customer's drive support cap was protruded at the center. It was also found the customer did not have a bent cannula after removing their infusion set. Customer's blood glucose was 356 mg/dl at the end of the call. The customer's insulin pump will be replaced due to damage to the drive support cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.